Event description:
The surgeon provided additional info indicting the pt has completerly recovered following lens replacement.

Event description:
A journal article reports that a patient underwent bilateral cataract surgeries with two intraocular lenses implanted in each eye (piggybacking). Two years following implant surgery, the patient complained of gradual deterioration of vision bilaterally and considerable annoying glare. Upon examination, interlenticular opacification (ilo) was identified. A decision was made to explant the piggybacked lenses and replace them with a single iol to prevent any possibility of ilo recurrence. The use of two lenses in one eye is not included in the labeling for this product. Two MDR's submitted: os (left eye) --- MFR report # 1119421-2001-01712, od (right eye) -- MFR report # 1119421-2001-01713.